Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes was blocked. This was discovered during use. The following information was provided by the initial reporter: during use, customer found the instrument blocked, a large number of small particles were found after washing. The customer suspected that the stopper turned into many small black rubber substances and lead to instrument blocked.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper damage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper damage with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes was blocked. This was discovered during use. The following information was provided by the initial reporter: during use, customer found the instrument blocked, a large number of small particles were found after washing. The customer suspected that the stopper turned into many small black rubber substances and lead to instrument blocked.